Event description:
The pt was sitting up and a cap of the introducer detached on its own. It was stated that there was minimal blood loss from the pt. No blood replacement was required. It was reported that the pt took a deep breath and sucked air. It is unknown if the clamp of the introducer sideport was engaged when the pt took a breath. It was stated that the pt passed out and went into respiratory arrest. Pt was placed in trendelenburg position. Ventilation was assisted with ambu bag. Pt began moving all extremities and talking. Pt was transferred to ICU. Pt has been discharged from the hosp. The risk manager indicated that the incident is not related to the quality of the device and is related to clinical practice.